Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 helium regulator assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the helium regulator assembly was performed, and no abnormality was noted. The helium regulator assembly was in-stalled into a known good ac3 for functional testing. The pump started up successfully. Pumping was initiated. The source side leak test was performed and failed due to the helium pressure drop-ping greater than the acceptable range. The pump alarmed "helium tank low or empty" and the helium tank pressure dropped over 150 psi approximately 60 seconds after pumping was initiated. The helium regulator assembly was removed from the iabp for further testing to locate the source of the leak. A leak was noted at the 1st stage pressure regulator. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The report complaint of leak in helium supply is confirmed. The returned helium regulator failed the leak test. During the complaint investigation, a leak was detected from the 1st stage pressure regulator. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak. The most probable root cause of the complaint is supplier related. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue

Event description:
It was reported " iabp required tank change within 48h". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported " iabp required tank change within 48h". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " iabp required tank change within 48h". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of leak in helium supply was confirmed by the field service engineer. Replacing the helium regulator assembly resolved the issue. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium regulator leakage. The most probable root cause of the complaint is supplier related. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.